Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the reported system error 110 alarms which were verified through a review of the event history log. The alarms were not reproduced during evaluation. The cause of the alarms was determined to be a causality of a loose gear. Gears were replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 110. There was no known patient injury or medical intervention associated with this event. No additional information is available.